Event description:
Caller reported that a malfunction occurred on pump. There was no adverse impact to customer's blood glucose level. Technical support provided pump reset information and assisted caller with resetting pump. Malfunction code did not recur after reset, and customer could continue using pump. Caller was instructed to call back if any malfunction code recurred and acknowledged this guidance.